Manufacturer narrative:
Company comment: the serious events of nodule at implant site and skin injury were considered expected and possibly related to the treatments. Seriousness criteria include multiple medical interventions to prevent permanent damage. The potential root cause include the treatment procedure. Potential contributory factor include multiple past cosmetic facial treatments and concomitant filler treatment. The non-serious event of pain was considered unexpected and unrelated related to the treatments and the alternative etiology is the corrective treatment with laser. The case meets the criteria for expedited reporting to the regulatory authorities. Product notes: sculptra-routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. Lot number was not reported and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted. Recommendation for corrective and preventative action: sculptra-no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 22-jun-2022 from a physician concerning a 53-year-old female patient. Additional information was received on 28-jun-2022 from the same reporter and on (B)(6) 2022 from patient herself. No information about medical history or history of allergies has been provided. The patient had previously received below treatments. On (B)(6) 2016, the patient treatments with contouring injection to her face. Contouring injection was lipolysis injection(s) plus injections of unknown ingredient. On (B)(6) 2016, the patient had received botox treatment around the eyes. On (B)(6) 2016, the patient had received contouring injection to the front cheekbones. On (B)(6) 2016, the patient had received contouring injection to the front cheekbones. On (B)(6) 2016, the patient had received contouring injection to unknown sites of her face. On (B)(6) 2017, the patient had received treatment with 1 ml of sculptra to under the eyes. The 1 vial of sculptra was reconstituted with 9ml of sterile water. On (B)(6) 2017, the patient had received treatment with botox to the chin and contouring injection to the cheeks. On (B)(6) 2017, the patient had received contouring injection to the cheeks. On (B)(6) 2017, the patient had received contouring injection to unknown sites of her face. On (B)(6) 2017, the patient had received contouring injection to unknown sites of her face. On (B)(6) 2018, the patient had received contouring injection to unknown sites of her face, and botox to the chin. On (B)(6) 2021, the patient received treatment with sculptra to cheeks, nasolabial area and periorbital area (unknown amount, lot number, injection technique and needle type). Same day, the patient also received treatment with unspecified filler(s) and restylane nos to cheeks (unknown amount, lot number, injection technique and needle type). On an unknown date in 2021, the patient experienced nodules (implant site nodule). On (B)(6) 2021, the physician saw patient because of nodules at the corners of eyes where sculptra had been injected. The physician injected 2 ml of sterile saline [[sodium chloride]] to the corners of eyes, and requested to stop massage because she had massaged until recently on (B)(6) 2021. On (B)(6) 2021, the physician injected sterile saline 2.5ml to her nasolabial folds where sculptra had been injected. On (B)(6) 2021, the physician injected sterile saline 4ml to below the eyes where sculptra had been injected and also she was prescribed unknown drug. On (B)(6) 2021, the physician injected sterile saline 3 ml to the cheeks where sculptra had been injected. She continued to massage her face. On (B)(6) 2022, the physician injected sterile saline 2ml to under the right eye where sculptra had been injected. She was also treated with co2 laser, and unknown drugs from the physician. On (B)(6) 2022, the patient received potenza laser to her cheeks by the physician. On (B)(6) 2022, the patient received potenza laser to both under the eyes and cheeks. She was also prescribed unknown drug(s). She applied unspecified anesthetic cream for pain (pain) during potenza laser. On (B)(6) 2022, the patient received potenza laser (n-25, a-15) to both under eyes and cheeks. She was prescribed unknown drug(s). The patient was injected with triam [triamcinolone] and lidocaine [lidocaine] anesthesia. The patient's husband reported that her nodules were getting better. On (B)(6) 2022, the patient had been treated at a dermatology department of the secondary hospital, and had a schedule to visit another hospital's plastic surgery clinic on (B)(6) 2022. On (B)(6) 2022, the patient visited a plastic surgeon. According to the plastic surgeon, the diagnosis was not necrosis, but destruction of soft tissue of the skin (skin injury) due to repeated treatments to her face. Currently without treating the patient, the plastic surgeon would observe her symptoms for 3 months. Outcome at the time of the report: nodules was not recovered/not resolved/ongoing. Destruction of soft tissue of the skin was not recovered/not resolved/ongoing. Pain was unknown.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2022 from a physician concerning a 53-year-old female patient. Additional information was received on 28-jun-2022 from the same reporter and on 30-jun-2022 from patient herself. No information about medical history or history of allergies has been provided. The patient had previously received below treatments. On (B)(6) 2016, the patient treatments with contouring injection to her face. Contouring injection was lipolysis injection(s) plus injections of unknown ingredient. On (B)(6) -2016, the patient had received botox treatment around the eyes. On (B)(6) 2016, the patient had received contouring injection to the front cheekbones. On (B)(6) 2016, the patient had received contouring injection to the front cheekbones. On (B)(6) 2016, the patient had received contouring injection to unknown sites of her face. On (B)(6) 2017, the patient had received treatment with 1 ml of sculptra to under the eyes. The 1 vial of sculptra was reconstituted with 9ml of sterile water. On (B)(6) 2017, the patient had received treatment with botox to the chin and contouring injection to the cheeks. On (B)(6) 2017, the patient had received contouring injection to the cheeks. On (B)(6) 2017, the patient had received contouring injection to unknown sites of her face. On (B)(6) 2017, the patient had received contouring injection to unknown sites of her face. On (B)(6) 2018, the patient had received contouring injection to unknown sites of her face, and botox to the chin. On (B)(6) 2021, the patient received treatment with sculptra to cheeks, nasolabial area and periorbital area (unknown amount, lot number, injection technique and needle type). Same day, the patient also received treatment with unspecified filler(s) and restylane nos to cheeks (unknown amount, lot number, injection technique and needle type). On an unknown date in 2021, the patient experienced nodules (implant site nodule). On (B)(6) 2021, the physician saw patient because of nodules at the corners of eyes where sculptra had been injected. The physician injected 2 ml of sterile saline [[sodium chloride]] to the corners of eyes, and requested to stop massage because she had massaged until recently 11-nov-2021. On (B)(6) 2021, the physician injected sterile saline 2.5 ml to her nasolabial folds where sculptra had been injected. On (B)(6) 2021, the physician injected sterile saline 4 ml to below the eyes where sculptra had been injected and also, she was prescribed an unknown drug. On (B)(6) -2021, the physician injected sterile saline 3 ml to the cheeks where sculptra had been injected. She continued to massage her face. On (B)(6) 2022, the physician injected sterile saline 2 ml to under the right eye where sculptra had been injected. She was also treated with co2 laser, and unknown drugs from the physician. On (B)(6) 2022, the patient received potenza laser to her cheeks by the physician. On (B)(6) 2022, the patient received potenza laser to both under the eyes and cheeks. She was also prescribed unknown drug(s). She applied unspecified anesthetic cream for pain (pain) during potenza laser. On (B)(6) 2022, the patient received potenza laser (n-25, a-15) to both under eyes and cheeks. She was prescribed unknown drug(s). The patient was injected with triam [triamcinolone] and lidocaine [lidocaine] anesthesia. The patient's husband reported that her nodules were getting better. On (B)(6) 2022, the patient had been treated at a dermatology department of the secondary hospital and had a schedule to visit another hospital's plastic surgery clinic on 28 and (B)(6) 2022. On 2022, the patient visited a plastic surgeon. According to the plastic surgeon, the diagnosis was not necrosis, but destruction of soft tissue of the skin (skin injury) due to repeated treatments to her face. Currently without treating the patient, the plastic surgeon would observe her symptoms for 3 months. On (B)(6) 2022, the patient had consulted another plastic surgeon. She was injected with triamcinolone and hyalase [hyaluronidase] to her face on (B)(6) 2022 and (B)(6)2022. She had also been taking lukio [montelukast sodium] 10 mg tablet per oral, one a day since (B)(6)2022. As of (B)(6) 2022, her symptoms were not resolved. Outcome at the time of the report: nodules was not recovered/not resolved/ongoing. Destruction of soft tissue of the skin was not recovered/not resolved/ongoing. Pain was not recovered/not resolved/ongoing. Tracking list: v.0 initial v.1 fu received on (B)(6) 2022 from a consumer or other non-health profession: seriousness criteria of permanent damage was added. Additional reporter added. Outcome of event pain and treatment dates of triamcinolone and hyalase were added.

Manufacturer narrative:
Company comment:the serious events of nodule at implant site and skin injury were considered expected and possibly related to the treatments. Seriousness criteria include the need for multiple medical interventions and long-standing events suggestive of permanent damage. The potential root cause include the treatment procedure. Potential contributory factor include multiple past cosmetic facial treatments and concomitant filler treatment. The non-serious event of pain was considered unexpected and unrelated to the treatments and the alternative etiology is the corrective treatment with laser. The case meets the criteria for expedited reporting to the regulatory authorities. Product notes: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. Lot number was not reported and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted. Recommendation for corrective and preventative action: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Manufacturer narrative:
Company comment: the serious events of nodule at implant site and skin injury were considered expected and possibly related to the treatments. Seriousness criteria include the need for multiple medical interventions and long-standing events suggestive of permanent damage. The potential root cause includes the treatment procedure. Potential contributory factor includes multiple past cosmetic facial treatments and concomitant filler treatments. The non-serious event of pain was considered unexpected and unrelated to the treatments and the alternative etiology is the corrective treatment with laser. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. Lot number was not reported and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted. CAPA commen: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 22-jun-2022 from a physician concerning a 53-year-old female patient. Additional information was received on 28-jun-2022 from the same reporter and on 30-jun-2022 from the patient herself. No information about medical history or history of allergies has been provided. The patient had previously received following treatments. On (B)(6) 2016, the patient treatments with contouring injection to her face. The contouring injection was lipolysis injection(s) plus injections of unknown ingredient. On (B)(6) 2016, the patient received botox treatment around the eyes. On (B)(6) 2016, the patient received contouring injection to the front cheekbones. On (B)(6) 2016, the patient received contouring injection to the front cheekbones. On (B)(6) 2016, the patient received contouring injection to unknown sites of her face. On (B)(6) 2017, the patient received treatment with 1 ml of sculptra to under the eyes. The 1 vial of sculptra was reconstituted with 9ml of sterile water. On (B)(6) 2017, the patient received treatment with botox to the chin and contouring injection to the cheeks. On (B)(6) 2017, the patient received contouring injection to the cheeks. On (B)(6) 2017, the patient received contouring injection to unknown sites of her face. On (B)(6) 2017, the patient received contouring injection to unknown sites of her face. On (B)(6) 2018, the patient received contouring injection to unknown sites of her face, and botox to the chin. On (B)(6) 2021, the patient received treatment with sculptra to cheeks, nasolabial area and periorbital area (unknown amount, lot number, injection technique and needle type). On the same day, the patient also received treatment with unspecified filler(s) and restylane nos to cheeks (unknown amount, lot number, injection technique and needle type). On an unknown date later in 2021, the patient experienced nodules (implant site nodule). On (B)(6) 2021, the physician saw patient because of nodules at the corners of eyes where sculptra had been injected. The physician injected 2 ml of sterile saline [[sodium chloride]] to the corners of eyes and requested to stop massage because she had massaged until (B)(6) 2021. On (B)(6) 2021, the physician injected 2.5 ml of sterile saline into her nasolabial folds where sculptra had been injected. On (B)(6) 2021, the physician injected 4 ml of sterile saline below the eyes where sculptra had been injected and also prescribed an unknown drug. On (B)(6) 2021, the physician injected 3 ml of sterile saline into the cheeks where sculptra had been injected. She continued to massage her face. On (B)(6) 2022, the physician injected 2 ml of sterile saline under the right eye where sculptra had been injected. She was also treated with co2 laser and unknown drugs from the physician. On (B)(6) 2022, the patient received potenza laser to her cheeks by the physician. On (B)(6) 2022, the patient received potenza laser under the eyes and cheeks. She was also prescribed unknown drug(s). She applied unspecified anesthetic cream for pain (pain) during potenza laser. On (B)(6) 2022, the patient received potenza laser (n-25, a-15) under the eyes and cheeks. She was prescribed unknown drug(s). The patient was injected with triam [triamcinolone] and lidocaine [lidocaine] anesthesia. The patient's husband reported that her nodules were getting better. On (B)(6) 2022, the patient had been treated at a dermatology department of the secondary hospital and had a schedule to visit another hospital's plastic surgery clinic on (B)(6) 2022. On (B)(6) 2022, the patient visited a plastic surgeon. According to the plastic surgeon, the diagnosis was not necrosis, but destruction of soft tissue of the skin (skin injury) due to repeated treatments to her face. Currently, without treating the patient, the plastic surgeon would observe her symptoms for 3 months. On (B)(6) 2022, the patient consulted another plastic surgeon. She was injected with triamcinolone and hyalase [hyaluronidase] to her face on (B)(6) 2022. The patient had also been taking lukio [montelukast sodium] 10 mg tablet per oral, one a day since (B)(6) 2022. As of (B)(6) 2022, her symptoms were not resolved. On (B)(6) 2022, the patient was injected with triamcinolone and hyalase into nodule areas of her face and she was prescribed lukio [montelukast sodium] 10 mg tablet once a day for 14 days. On (B)(6) 2022 and (B)(6) 2023, the patient received treatment with triamcinolone into the nodule areas. On (B)(6) 2023, the patient received treatment with biocell and triamcinolone into nodule areas. The hcp informed that the patient has not seen the plastic surgeon until the time of follow-up reporting (26-nov-2024). Outcome at the time of the report: nodules was not recovered/not resolved/ongoing. Destruction of soft tissue of the skin was not recovered/not resolved/ongoing. Pain was not recovered/not resolved/ongoing. Tracking list: v.0 initial v.1 fu received on 07-nov-2022 from a consumer or other non-health professional: seriousness criteria of permanent damage was added. Additional reporter added. Outcome of event pain and treatment dates of triamcinolone and hyalase were added. V.2 fu received on 26-nov-2024 from the same reporter: corrective treatment details were updated.